Manufacturer narrative:
Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event and therapy date have been estimated.

Event description:
It was reported that the patient's system was explanted for an unknown reason in 2016. Related manufacturer reference number: 1627487-2019-10923.